Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt was receiving a service code 204 and a pin on the pt's electrode belt connector was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, damaged connector pin) has been confirmed. Upon investigation, there was a bent pin in the electrode belt's trunk cable connector, which caused the service code 204. The root cause for the damaged pin could not be positively identified but is likely excessive force. No adverse event resulted from the damaged connector pin. The pt received a replacement electrode belt.